Event description:
It was reported that while the customer fell into the swimming pool with the insulin pump attached to them, hence the buttons of the device were unresponsive. The customer's blood glucose was 172 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces and the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.